Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical system, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of their customer that the sb979 was being used during a cystoprostatectomy procedure on (B)(6) 2021 when "bag did not close properly and malfunctioned. Piece of black sleeve covering the arm of the bag came away and fell into the patient." The piece that broke off was successfully retrieved. The procedure was completed with no delay. There was no report of injury to the user or the male patient. There was no report of medical intervention or hospitalization due to this event. The OEM, unimax medical systems, has been notified of this event and no response has been received. The OEM has reporting responsibility for this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.